Event description:
A healthcare professional reported a patient was injected with an unspecified juvederm filler in their lower eye lid area. Three days later, the patient would present again with their eye "appearing puffy, swollen, and red." The healthcare professionals reported the patient "got an eye infection" and might have "pink eye or a bad stye". Patient ultimately went to the emergency room and was provided unspecified medical treatments. Event status is unknown.

Manufacturer narrative:
Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is not a known potential adverse event addressed in the product labeling.